Manufacturer narrative:
(B)(4). This report involves an unknown baxter titanium adaptor. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. The patient was not hospitalized for event. On an unreported date, the patient was treated with vancomycin (1 gram, frequency and route not reported) and amikacin (250 milligram, frequency and route not reported) for peritonitis. The action taken with dianeal and extraneal therapies was unknown. The patient¿s outcome was unknown. No additional information is available. This is report 2 of 3.